Event description:
An unk length endeavor mxii coronary stent system was implanted into a pt for the treatment of an obtuse marginal lesion. The lesion morphology is moderate tortuosity, mild calcification and 80 percent stenosis. The lesion was pre-dilated with an unk size balloon. It was reported that the stent was successfully deployed however, the angiogram revealed a dissection at the end of the stent that spiraled up to left main artery. The pt was sent to the or for CABG. No add'l clinical sequelae were reported and the pt is fine.